Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was fluid under the lcd display. The customer reported that they could not read the screen. The customer stated that they found leak of insulin in the reservoir compartment. The customer stated that they had high blood glucose of 504 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the blood glucose reached over 600 mg/dl prior to call. The customer also reported that the tubing turned pink. The customer stated that they found that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and the operating current measurement due to constant motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and loose/protruded drive support disk.